Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump and meter did not have power. Customer's blood glucose was unknown. The customer was transferred to the helpline for assistance. No additional information provided.